Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor ruptured during patient infusion with an unspecified solution. The patient heard what sounded like a ¿rupture near the bladder¿. Two days after the incident, the infusion had completed with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2016 ¿ (B)(4) 2016. One infusor unit was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by manually filling the bladder with dextrose solution to its maximum volume. During and after fill, no evidence of rupture was found on the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.